Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s post-operative complications and subsequent death are not confirmed. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred during the surgical procedure. If additional information is obtained, a follow-up MDR will be submitted. A review of the system logs with the event date of (B)(6) 2022 was performed by an isi technical support engineer (tse). The tse also noticed a mid-procedure restart and case completion. Although not all the instruments used during this procedure have been used in subsequent procedures, a review of the site's complaint history has confirmed there have been no complaints filed against any of the instruments. No image or video recordings are available for review. A review of the event was conducted by an isi medical officer and the following additional information was provided: based upon the information provided in the description of events, it seems likely that the patient suffered a colonic injury during the placement of the initial third-party trocar that was not able to be identified by the surgeon during the primary procedure. If the colon was injured and not identified, the injury could eventually lead to a perforation, intraabdominal infection, sepsis, and death. Although the colonic injury likely occurred during the initial third-party trocar placement, the extent to which the da vinci system, instrumentation, and/or accessories may have caused or contributed to this event during the procedure is unknown. This complaint is being reported due to the following conclusion: after completion of a da vinci-assisted duodenal switch bariatric surgical procedure, the patient expired. The surgeon reportedly thought a possible bowel injury had occurred after initial entry of a third-party trocar. However, a bowel injury was not identified upon inspection by the surgeon. Post-operatively, the patient developed abdominal pain and tenderness. As a result, the patient underwent a second exploratory laparoscopic procedure, and allegedly, a bowel injury was identified. This bowel injury is suspected to have occurred during initial entry that was made with a laparoscopic trocar during the initial duodenal switch procedure. The patient is suspected to have subsequently died due to sepsis and renal failure. There is no evidence or allegation that an isi device caused or contributed to an adverse event or that an isi device malfunctioned in a way that could contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) number and adverse event are not applicable.

Event description:
It was reported that after a da vinci-assisted duodenal switch bariatric surgical procedure, the patient expired. The patient underwent a second procedure and then passed away. There is no allegation of a malfunction of an intuitive product and system. Intuitive surgical, inc. (Isi) contacted the bariatric manager at the site and the surgical technician who was in the room and obtained the following information. The bariatric manager stated that she talked to the surgeon about the event. It was reported that upon first port entry with a laparoscopic third party (ethicon) trocar, the surgeon thought he had injured the colon. As a result, he continued laparoscopically, searched for an hour, and confirmed there was no colon injury. Then the robot was docked, and the surgeon continued with the procedure. During the robotic procedure, the surgeon identified that the patient had a significant hiatal hernia which he was unaware of as it was not documented in the upper endoscopy results. Due to the hiatal hernia, the surgeon elected to convert the robotic procedure to a traditional laparoscopic procedure. After addressing the hiatal hernia, the surgeon switched back to the da vinci surgical system and completed the planned procedure robotically. The surgeon usually leaves one drain in the patient as a standard practice. However, as a precaution, the surgeon left two drains in the patient and kept the patient for two additional days in the hospital for observation. After confirmation that the drains were clear, the patient was discharged home. The patient then went back to his hometown on an unspecified date. The next morning the patient experienced abdominal pain and tenderness. The patient went to another hospital and underwent an exploratory laparoscopic procedure by a different surgeon. The surgeon identified a colon injury. As a result, a colostomy was performed as a repair. The patient was left open with a wound vac. The sequence of events is unclear; however, it is believed the patient died of sepsis and renal failure. The date of death was (B)(6) 2022. Isi contacted the site¿s director of quality and patient safety. The director of quality and patient safety stated that their site has no information from the second site where the patient the subsequent exploratory laparoscopic procedure. The director of quality and patient safety stated the colon injury was not due to the placement of the trocar or a defective laparoscopic trocar, and it was unrelated to the robot. However, there is no confirmation on how and when the colon injury occurred.